Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was completed by using the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s wired footswitch was unable to trigger fluoroscopy. Upon troubleshooting, fse found intermittent failures in foot pedal. To resolve the issue, fse replaced the wired footswitch and returned it to philips for further analysis. The analysis of wired footswitch showed loose bracket and deformation of pedal. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the hand switch without any interruption. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.